Event description:
It was reported that the patient's system controller, which they received in may, had a line running vertically through the display screen. The controller was exchanged. A replacement was requested. MFR# 2916596-2024-06200 (previous controller exchange).

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a vertical line in the liquid crystal display (lcd) in the system controller was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis. The lcd had a vertical white line which did not affect the controller¿s ability to display readable messages. Following preliminary testing, the lcd screen from the controller was swapped with a functional one. This resolved the line in lcd issue. The controller underwent functional testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for an extended duration. Additional information provided on (B)(6) 2024 stated no log files could be provided. The root cause for the reported screen issue was conclusively determined to be due to an issue with the thin film transistors of the lcd being shorted on. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. No further information was provided. The manufacturer is closing the file on this event.